Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an interventional electrophysiology non-abbott pacemaker procedure. Reportedly, the first prostyle device had a cuff miss [suture retrieval issue] occur. The second prostyle device was used; however, only partial hemostasis was achieved as the suture break occurred during tightening causing hemorrhagic bleeding. The sheath was upsized to a 27 fr sheath and the interventional procedure was completed. Hemostasis was achieved with the second prostyle suture and a figure or eight suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494: indication for use. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. It was reported that the suture mediated closure (smc) devices were used in a procedure utilizing a 27f sheath. It should be noted that the prostyle IFU states: ¿for access sites in the common femoral artery using 5f to 21f sheaths.¿ the IFU violation likely did not contribute to the difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Corrections: b7 - other relevant history: updated from "no prior arteriotomy in the target groin" to "no prior venotomy in the target groin". D9 - device available for evaluation updated from yes to no.

Event description:
Subsequent to the initially filed report, this was a venotomy closure of a right common femoral vein. No additional information was provided.